Manufacturer narrative:
Second device: lot-16b26rd & serial - (B)(4). Received 6/21/16. MFR date-03/22/2016. (B)(4). Device history record (DHR) review was conducted for the identified lot numbers and serial numbers of the disposable devices. No abnormalities were found related to the reported information. The devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device; if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required; the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported the physician attempted to perform a novasure endometrial ablation on (B)(6) 2016 and received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. The physician suspected a "micro perforation" and aborted the procedure. It is unknown if intervention was required. Dilatation (not hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.